Manufacturer narrative:
Details of complaint: the customer reported that after copying the system settings, the central nurse's station (cns) went into a boot loop. No patient harm was reported. Investigation summary: per a subsequent ticket 151710, the issue of the cns boot looping was resolve after replacing the hard drives. The replacement that was sent to the customer in this ticket 151130 was found to be incorrect. The correct hard drive was installed, and the issue of boot looping was resolved. As such, the cause of the original complaint of boot looping is likely related to hard drive failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 09/09/2022 emailed the customer via microsoft outlook for all information in the ni list: no reply was received. Attempt # 2: 09/14/2022 emailed the customer via microsoft outlook for all information in the ni list: no reply was received. Attempt # 3: 09/19/2022 emailed the customer via microsoft outlook for all information in the ni list: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that after copying the system settings, the central nurse's station (cns) went into a boot loop. There was no patient injury reported.

Manufacturer narrative:
The customer reported that after copying the system settings, the central nurse's station (cns) went into a boot loop. Technical support (ts) troubleshot the issue; however, the issue persisted. The customer is sending in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that after copying the system settings, the central nurse's station (cns) went into a boot loop. There was no patient injury reported.